Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during pd therapy as reported by a medical professional. Touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) contacted technical support to report a patient was diagnosed with peritonitis. Upon follow up, the pdrn reported the patient presented to the outpatient clinic (B)(6) 2021 with cloudy peritoneal effluent and abdominal pain. The patient recovered from the event and remained asymptomatic. The cause of the patient¿s peritonitis was reported as touch contamination. The pdrn reported the patient was not washing hands or wearing gloves during pd setup and treatments. The patient¿s culture results taken in the outpatient clinic on (B)(6) 2021 presented with staphylococcus aureus. The patient was prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 2000 mg every three days for two weeks. The patient was not hospitalized as a result of the event. The pdrn stated the patient continued ccpd therapy on their liberty select cycler following this event. It was reported that the patient was being transitioned to (hd) for renal replacement therapy due to resistance to increasing recommended pd prescription, weight gain, and peritonitis due to lack of aseptic technique,

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) contacted technical support to report a patient was diagnosed with peritonitis. Upon follow up, the pdrn reported the patient presented to the outpatient clinic (B)(6) 2021 with cloudy peritoneal effluent and abdominal pain. The patient recovered from the event and remained asymptomatic. The cause of the patient¿s peritonitis was reported as touch contamination. The pdrn reported the patient was not washing hands or wearing gloves during pd setup and treatments. The patient¿s culture results taken in the outpatient clinic on (B)(6) 2021 presented with staphylococcus aureus. The patient was prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 2000 mg every three days for two weeks. The patient was not hospitalized as a result of the event. The pdrn stated the patient continued ccpd therapy on their liberty select cycler following this event. It was reported that the patient was being transitioned to (hd) for renal replacement therapy due to resistance to increasing recommended pd prescription, weight gain, and peritonitis due to lack of aseptic technique.

Manufacturer narrative:
Corrected information: h.10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during pd therapy as reported by a medical professional. Touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) contacted technical support to report a patient was diagnosed with peritonitis. Upon follow up, the pdrn reported the patient presented to the outpatient clinic (B)(6) 2021 with cloudy peritoneal effluent and abdominal pain. The patient recovered from the event and remained asymptomatic. The cause of the patient¿s peritonitis was reported as touch contamination.the pdrn reported the patient was not washing hands or wearing gloves during pd setup and treatments. The patient¿s culture results taken in the outpatient clinic on (B)(6) 2021 presented with staphylococcus aureus. The patient was prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 2000 mg every three days for two weeks. The patient was not hospitalized as a result of the event. The pdrn stated the patient continued ccpd therapy on their liberty select cycler following this event. It was reported that the patient was being transitioned to (hd) for renal replacement therapy due to resistance to increasing recommended pd prescription, weight gain, and peritonitis due to lack of aseptic technique

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) contacted technical support to report a patient was diagnosed with peritonitis. Upon follow up, the pdrn reported the patient presented to the outpatient clinic (B)(6) 2021 with cloudy peritoneal effluent and abdominal pain. The patient recovered from the event and remained asymptomatic. The cause of the patient¿s peritonitis was reported as touch contamination.the pdrn reported the patient was not washing hands or wearing gloves during pd setup and treatments. The patient¿s culture results taken in the outpatient clinic on (B)(6) 2021 presented with staphylococcus aureus. The patient was prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000 mg and ip vancomycin at 2000 mg every three days for two weeks. The patient was not hospitalized as a result of the event. The pdrn stated the patient continued ccpd therapy on their liberty select cycler following this event. It was reported that the patient was being transitioned to (hd) for renal replacement therapy due to resistance to increasing recommended pd prescription, weight gain, and peritonitis due to lack of aseptic technique.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.